Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g4)- femur. Visual examination of the provided pictures identified a broken femoral component. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. This complaint has been confirmed by the picture provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00-5990-035-23 nexgen augment block distal, size e, 15mm lot# 63446102; 00-5990-035-20 nexgen distal precoat agmt block, size e, 10mm lot# 63419328; 00-5964-032-20 nexgen lps-flex fixed nsm art surf ef 3-4, 20mm lot# 63794048; 00-5988-021-12 nexgen offset stem ext 12mm dia x 200mm,(155mm) lot# 63620558.

Event description:
It was reported the femoral implant fractured where the set screw locks into the stem. The femoral implant was revised. The articular surface, stem and augments were revised as well.